Manufacturer narrative:
Serial number is unknown. This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to the part failure on the eps cable. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent into manufacturer. Eps cable is not working, when the eps switch is pressed, it will not turn on.